Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. Electrical testing did not reveal any anomalies. After cleaning, the helix could be retracted and extended. The reported events were lead dislodgement and helix would not retract. The reported event of helix would not retract was confirmed. The reported event of dislodgement could not be confirmed. The cause of the helix not retracting was isolated to the helix being clogged with blood/tissue and overtorque of the inner coil. The measured full helix extension length was within specification.

Event description:
During follow-up, dislodgement was observed on the right atrial (ra) lead. During revision, the helix was unable to retract. The issue was resolved by explanting and replacing the ra lead. The patient experienced no adverse health consequences.